Manufacturer narrative:
Initial.

Event description:
It was reported that after a feature release the user experienced recurrent low glucose around dinner when announcing their usual meal, with reported blood glucose of 57 mg/dl during these events and dinner insulin doses increasing from approximately 7¿8 units to about 14 units despite consistent carbohydrate intake; the user treated with oral glucose tablets or juice, and the agent noted no specific device malfunction but documented insufficient information regarding a device issue or component. Symptoms included hypoglycemia with associated lethargy and shaking or tremors. Outcomes included unexpected medical intervention in the form of oral glucose administration. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed that no findings were available and insufficient information was identified to attribute the event to a specific medical device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.